Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined, as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will contribute to monitor for trends.

Manufacturer narrative:
(B)(4). The following could not be completed with the limited information provided. Date of event - ni, device product code - ni, expiration date - ni, date implanted - approximately 20 years ago, date explanted - ni, medical product ¿ unknown taperloc femoral stem; unknown ringloc acetabular cup - therapy date: ni, manufacture date ¿ ni. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Patient was revised approximately 20 years post-implantation due to an unknown reason. During the procedure, the femoral head and acetabular liner was removed and replaced. Attempts have been made and additional information on the reported event is unavailable.